Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be submitted in a follow-up report. Vyaire has received the suspect device/component and is currently awaiting evaluation.

Event description:
It was reported to vyaire that while using the avea ventilator and selecting one icon on the user interface membrane (uim) something else shows up. Additionally the set-up button is not working. There was no patient involvement associated with the reported event.

Manufacturer narrative:
(B)(4). The vyaire service dept. Evaluated the user interface module (uim) and were not able to duplicate the problem reported by the customer. A representative from the failure analysis laboratory reviewed the service dept's evaluation and confirmed their findings. It was noted during the evaluation that the uim was received with broken housing and the front and back bezel had broken inserts.